Event description:
It was reported that during a sigmoidectomy, the blade was broken off. As this procedure was open, the broken blade was retrieved without problems. No error code was displayed. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.